Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the visera 4k uhd camera control unit cannot be turned on. There was no procedural involvement associated with this event and no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device unable to be turned on and displayed no image due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.